Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the 30-degree endoscope image was upside down. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse explained that it was due to the guided tool change (gtc) function. The tse had the customer press the clutch button and reinstall the endoscope, which resolved the issue. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the endoscope's disc in the housing did not rotate properly. There was no patient injury due to the alleged image issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observation(s) not reported by site: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope cable integrated connector was visually inspected and found with the pca board exhibited missing electrical contact(s). The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The complaint was confirmed by failure analysis.